Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2018. Dtma1qq ICD; 6947m62 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic muscle stimulation caused by the left ventricular (lv) lead. The patient reported feeling a jumping in the patient. Reprogramming was done, which resolved the stimulation and the lead remains in use. No further patient complications have been reported as a result of this event.